Manufacturer narrative:
Section b5, d4, h4: additional information. Manufacturer's investigation conclusion: evaluation of the replaced portion of the driveline confirmed a tear to the outer jacket damage an incidental finding. No issues that would have contributed to the pump stops captured in the log file were identified. Technical services personnel arrived onsite on 19mar2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 22". Visual inspection of the outer silicone jacket revealed a tear that was repaired with rescue tape approximately 2.5" from the controller connector. Examination of the bionate revealed a breach approximately 3" from the controller connector, exposing the underlying metal shielding. The breach appeared consistent with fatigue failure due to repetitive flexing at this location. Prior to removal of the bionate, the driveline was tested for electrical continuity. No discontinuities or shorts were found. Examination of the metal shielding revealed breakdown approximately 2.5" from the controller connector. Examination of the underlying wires did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the reported events, however, the driveline was not entirely returned. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage.

Event description:
The account further reported the patient began having alarms again. The account reported the percutaneous lead repair did not resolve the issue. Log file analysis captured pump stoppage events. The pump is supported using a no ground cable and battery power. The patient remained in-patient with plans for a possible pump exchange or heart transplant.

Manufacturer narrative:
Approximate age of device ¿ 4 years 9 months 27 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing back up battery fault and pump disconnect alarms. Tech services suggested that these issues are related to potential issues with the percutaneous lead. X-rays were taken and it was decided that the patient go through with the external perc lead repair. The perc lead repair was performed on (B)(6) 2019 approximately 3 inches from the exit site. No issues were noted after the patient was back on the grounded cable. No additional information was reported.